Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. The physician opted to implant a left bundle branch (lbb) which is an off label use of the lead. No adverse patient effects were reported.